Event description:
The inquiry optima catheter was inside of an introducter sheath for mapping and the doctor felt that the catheter became difficult to move inside of the introducer. The catheter was removed from the patient with no injury to the patient. Upon removal, the inner nitinol wire of the catheter protruded out of the catheter body.

Manufacturer narrative:
The root cause for the protrusion of the nitinol wire out from the catheter body was due to user not following the instructions for use (IFU) and incorrectly removing the catheter from the introducer sheath while the catheter distal loop was still in a closed (ie. Unrelaxed) position. This procedure conflicts with the IFU which states: "to remove the catheter from introducter sheath, make sure to turn the rotating knob counter clockwise fully and pull the thumb control downward completely to make the loop larger and straighten shaft of catheter before removal from introducer."